Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Device manufacture date: monitor sn (B)(4): 12/10/2015, electrode belt sn (B)(4): 08/05/2015.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate treatment event consisting of one shock. The patient was at home, was dizzy, and passed out at the time of the treatment event. The ECG recording shows the patient was in ventricular tachycardia at 160 bpm at the time of the treatment shock. The post-shock rhythm was asystole for approximately 29 seconds before return of spontaneous cardiac activity. After 9 additional seconds of cardiac standstill, the patient's rate gradually increased to bradycardia at 30 bpm. The patient reported that they woke up and were covered with blue gel and were bleeding from the head. It was reported that when they passed out they had hit their head on a nearby table. The patient later reported that the head injury was fine. The patient went to the emergency room for evaluation and was admitted. The patient continued wearing the lifevest. Asystole is considered a non-shockable rhythm. Post-shock asystole is a known potential outcome of defibrillation.